Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a polarity switch from bipolar to unipolar. It was further reported there was an alert for low impedance on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted there was short interval counts on the ra lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient indicated experiencing palpitations that did not correlate with an arrhythmia. The parameters on the lead were reprogrammed.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was intermittent low impedance was noted on the ra lead. It was note a polarity switch occurred more than once. A lead revision was attempted, however, the lead fell into the right ventricle (rv) and an insulation break was noted while maneuvering the suture sleeve. The venous access was lost and could not be regained. The ra lead was explanted, the port of the device was capped and the device was reprogrammed to be used as a single chamber device.